Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was not doing well. The impedances were greater than 40,000. There was also an unknown symptom return. The patient visited the hcp over the weekend. No further complications were reported as a result of this event.